Manufacturer narrative:
The method, result and conclusion codes were updated. The investigation summary was updated to reflect the device return. Leak testing was performed by attempting to inflate the balloon from the returned device with water which revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a taper to taper tear in the balloon, approximately 3 mm from the balloon proximal tip. The review of the lhr (f1511801) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. However, if pressure is applied in a rapid impulse action, that could result in excess pressure being applied to the balloon before the activation of the pressure relief valve, potentially contributing to a taper to taper tear in the balloon. Should additional relevant information become available a supplemental MDR will be filed.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. The review of the lhr (lot f1511801) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported that the balloon ruptured during balloon prep following injection of 2-3 ml of sterile saline. The radiologist saw the inflation indicator pop-up. Another mynxgrip vascular closure device was opened and used successfully. The patient's hospitalization was not prolonged as a result of the event. No further information is available. Vessel type: peripheral sheath size: 5f.